Manufacturer narrative:
After battery installation, the right keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, and self tests due to the keypad anomaly. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had button error. The customer¿s blood glucose was 12.7 mmol/l. The insulin pump will be returned for analysis.